Event description:
During case vessel sealer inserted into arm and pt. Error code appeared. Instrument reloaded and error code reappeared, instrument "locked." Removed from pt and robotic arm and given to materials.